Event description:
Caller reported inform system patient blood glucose results: (B)(6) 4:54 pm inform result hi, which on the system indicates a result in excess of 600 mg/dl; 4:55 pm inform result hi; 4:56 pm inform result hi; 5:00 pm lab result 149 mg/dl; 6:08 inform result hi; 6:15 lab result 172 mg/dl; (B)(6) 2011 7:44 am inform result 395 mg/dl; 7:44 am inform result 124 mg/dl; 9:22 pm inform result 588 mg/dl. 9:24 pm inform result 318 mg/dl. No adverse event reported. A request was made for return of the meter and strips.